Manufacturer narrative:
The actual sample was not returned to the manufacturing facility for evaluation and the lot number is unknown. Therefore, the investigation was limited to assessment of information provided by the user facility and evaluation of a current production sample. Visual inspection did not find any anomalies. Magnifying inspection did not reveal any anomalies, including a dent or scratch. The outside diameter was measured along the total length and confirmed to be within the manufacturing specifications. The sample was peeled off the urethane outer layer from the wire intentionally for checking the adhesion level of the urethane outer layer to the core wire. There was no lifting or gap between the core wire and the urethane outer layer. The production lot number was not provided by the user facility, which prevented a meaningful review of production or complaint records. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined base on the available information, it is likely that the actual sample was used in combination with a metallic device, including an endoscope. The potential for such an event is addressed in the instructions-for-use with statements such as: "do not manipulate or withdraw the guide wire gt through a metal entry needle, a metal dilator or a metal guide wire inserter. Manipulating and/or withdrawal through a metal entry needle, a metal dilator or a metal guide wire inserter may result in destruction and/or separation of the outer polyurethane coating requiring retrieval. A plastic entry needles is recommended when using this wire for initial placement. Do not use the guide wire gt with devices which contain metal parts such as atherectomy catheters, laser catheter or metal introduction devices as they may cause the guide wire gt plastic coating to shear and/or sever the wire". All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).

Event description:
The user facility reported that the coating on the actual sample sheared off. Follow up communication with the user facility reported the following information: (1) the customer felt some resistance in the patient's body; (2) the actual sample was withdrawn; (3) it was noticed that the coating on the actual sample appeared to have been sheared off; (4) the actual sample was changed out to a competitor's device; (5) the procedure was completed successfully; and (6) there was no harm to the patient.